Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized. On same day as onset, the patient was treated with injection vancomycin (2 gram per 5 day, route not reported), injection fortum (1 gram per day, route not reported) and injection heparin (0.5 milliliter, frequency, route not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.